Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on 09/08/2016 with a blood glucose (bg) level of 464 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous fluid and insulin drip. Reportedly, the luer lock connection was loose and crooked. Multiple attempts were made by tandem's technical support to obtain hospitalization release date; however, no additional information was provided.